Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unsure of the amount of insulin the cartridge had been filled with, but stated that the cartridge was filled with cold insulin. Recommendation was made to use room temperature insulin per labeling instructions. The customer confirmed pump performance would continue to be monitored. There was no impact to the customer's blood glucose level.